Event description:
Infant in newborn ICU positioned in bassinet on side after feeding. Two-three hours later infant found lying face down in bassinet with face in pillow. Monitor was not on. Infant was unresponsive. Infant was resuscitated, eventually removed from life support based on grim prognosis & pt expired.